Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high, out-of-range shock lead impedances measuring 155 ohms since the middle of december. It was not that pacing impedances have been stable and there is no other signs of a lead issue. The field representative will discuss with the physician at changeout. At this time, the rv lead remains in service. No adverse patient effects were reported.